Event description:
It was reported that the atrial lead exhibited loss of capture. A chest x-ray revealed that the lead had not migrated or dislodged. The physician attempted lead repositioning, however capture threshold did not improve significantly and impedance decreased to less than 200 ohms. The lead was explanted and replaced. The physician believed that the issue was due to positioning, not the lead.

Manufacturer narrative:
Na